Event description:
Medtronic received information that during the attempt to perclose the access site, the abbott perclose device failed and the patient's left femoral artery was injured. Surgery was required to repair the artery at the site of sheath access with a pericardiai patch. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).